Event description:
Thoracentesis for pleural effusion. Indication: pleural effusion, removal of fluid for diagnostic purposes and removal of fluid for therapeutic purposes. Complications: the catheter tip broke off and remained in the pleural space. The rest of the catheter was given to the patient's nurse. Procedure: the patient was placed in the right lateral recumbent position and the appropriate landmarks were identified. The skin over the puncture site in the left posterior chest wall was prepped with chlorhexidine. Local anesthesia was obtained by infiltration using 1% lidocaine without epinephrine. A catheter was then advanced into the pleural space over a needle and the needle was withdrawn. Pleural fluid was returned which was serious. A total volume of 700 cc was withdrawn which was sent to the lab for cell count and differential, ph, glucose, total protein, ldh, gram stain and culture and cytology. The catheter was then withdrawn and a sterile dressing was placed over the site. A post procedure film showed a decrease in the size of effusion. The patient tolerated the procedure poorly. Immediately after ending the procedure, the patient had a vagal response, became bradycardic, and apneic transiently for about 30 seconds.